Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot. It was reported the patient was not receiving effective stimulation. Reprogramming attempts were unable to provide resolution. In turn, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor relocated both leads. Unfortunately, the doctor cut one of the leads by accident upon ending the procedure. As a result, the lead was explanted and replaced.